Event description:
Boston scientific received information that a latitude red alert was generated for this system due to an out of range shock impedance measurement of greater than 200 ohms. The patient performed isometrics which produced an impedance value of 60 ohms. The lead is programmed to triad configuration and the physician plans to continue to monitor this lead via the patient's remote monitoring system. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The device was electively replaced two years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The patient was brought in to test the integrity of the system. Commanded shock testing produced shocking impedance measurements of 48-50 ohms. A boston scientific technical services consultant discussed the scenario with the caller and suggested a save to disk and memory dump be performed to further assess the issue. Additional information was received nineteen months after the initial observations were reported that this system was still exhibiting out of range shock impedance measurements. A boston scientific sales representative stated the physician wanted to remain conservative and will continue to monitor the patient. This product issue will be re-evaluated if additional information is received.